Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: the existing transcatheter heart valve (thv) leaflet appear to be thickened and calcified. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The delivery system balloon burst was unable to be confirmed as no procedural imagery or device was provided for evaluation. Review of provided imagery revealed calcification of the existing valve. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Review of both instructions for use/training manuals and manufacturing mitigations is captured in the technical summary. It outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve deployment. These mitigations are still in place. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from an edwards lifesciences field clinical specialist, approximately 8 years and 3 months post implant of a 26mm sapien xt valve in the aortic position, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve. The patient was newly diagnosed with coronary artery disease and a pci to left main stent was done prior to the valve in valve procedure. There is no allegation the edwards device caused or contributed to the obstruction and subsequent pci to left main stent procedure. During the valve in valve, upon inflation of an additional +2cc of the 23mm commander delivery system, the balloon burst. The valve appeared to be fully deployed. The delivery system balloon was easily removed, and no harm to the patient was noted. The valve was post dilated with a non-ew balloon. Post-procedure the catheter valve gradient was 13mmhg and there was no aortic insufficiency. The perceived root cause of the balloon burst was thought to be the additional volume added to the delivery system.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202317540. Investigation is ongoing. H3 other text : device was discarded at the site.